Event description:
It was reported that during a follow up in clinic, an increase in capture threshold was noted on the right atrial (ra) lead. Abbott technical support was contacted and far field oversensing was noted on the ra lead resulting in inappropriate mode switching. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the increase in capture threshold and far field oversensing resulting in inappropriate mode switching was due to dislodgement of the ra lead.